Manufacturer narrative:
(B)(4). Concurrent procedures: lysis of pelvic adhesions and lysis of omental adhesions to the abdominal wall. It was reported that patient underwent cystoscopy with urethrolysis and removal of mesh on (B)(6) 2012 due to pain and difficulty voiding.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. The product information was provided by medical records.